Manufacturer narrative:
D4: the unique device identifier (UDI) is not available because the part and lot numbers were not reported. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of myocardial infarction, thrombosis, restenosis and ischemia, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, electronic instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported difficulties and patient effects could not be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Estimated date of event. Estimated date of implant. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: "scaffold underexpansion and late lumen loss after bioresorbable scaffold implantation: insights from absorb japan trial." The xience stent referenced is being filed under a separate medwatch report number.

Event description:
It was reported through a research presentation identifying absorb scaffolds and xience stents that may be related to the following: myocardial infarction, thrombosis, restenosis, ischemia, revascularization, rehospitalization and issues with strut apposition for absorb scaffolds and xience stents. This article summarizes clinical outcomes of 400 patients that were treated with absorb scaffolds and xience stents. Specific patient information is documented as unknown. Details are listed in the article, titled "scaffold underexpansion and late lumen loss after bioresorbable scaffold implantation: insights from absorb japan trial."